Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The battery was charged. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui pcba was detached to download the receiver log. It was reviewed and the receiver shutdown was due to a low battery. The reported event of initializing screen without manual restart was not confirmed as the shutdown was due to normal circumstances and not firmware errors observed during log review. A root cause could not be determined as the reported defect was not found.